Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
One of the chargers burned. The other brushes and chargers I threw away, because they were burnt - oral-b [device catching fire]. Case narrative: consumer via phone reported that the oral-b charger and toothbrushes burnt. No injury was reported. 18-sep-2024 follow-up via phone: consumer was a male. No injury was reported.